Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. The images show the explanted implants with residual bone and blood present. No fractures or visible damage were observed on the implants. In addition, the implant stickers were provided, which allow confirmation of the corresponding item and lot numbers. However, based only on the images submitted, it is not possible to perform a more detailed product evaluation. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A definitive root cause cannot be determined, however the complaint description does state that the revision has been performed for a fracture unrelated to the prosthesis used. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision of a prior medial unicompartmental left knee replacement performed approximately six months earlier for a fracture unrelated to the prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 154925, oxford ph3, cementless fem sz s, lot 66946812. 166572, oxf uni cmntls tib sz b lm, lot 66853374. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.